Event description:
It was reported that the patient's pacemaker was explanted and replaced with a competitor's device. The date and reason for the replacement were unknown. The patient condition was not known.